Event description:
A complaint was received via medwatch regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced no flow. It was reported that "4x primary tubing malfunction during administration of chemotherapy which resulted in having to discard product and incomplete dosing." The original intended procedure is chemotherapy. The report was completed by dayna snyder, a risk manager and health professional of scripps clinics.

Manufacturer narrative:
B3: date of event: the date of event is unknown in february, and 01 feb 2025 has been used as a placeholder. The investigation is pending completion.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.